Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the contrast mix used was 40 contrast/60 saline. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (IFU) states: contrast diluted 1:1 with heparinized normal saline. It is unknown if the IFU deviation directly caused or contributed to the reported event. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that may contribute to deflation problems include, but are not limited to, deflation technique, contrast concentration, contamination in the inflation lumen, damage to the guide wire and/or inflation lumen. Factors that can contribute to difficult to remove include, but are not limited to, kinks, bends, procedural technique, anatomical conditions, insufficient support, guiding catheter size selection, or interactions with other devices. In this case, it is possible the balloon did not have adequate time to fully deflate once the stent was deployed and negative pressure was held prior to retraction and/or contrast concentration, causing the reported deflation problem. In addition, it is also possible the device may have interacted with the mildly calcified, mildly tortuous lesion during removal of the device, as resistance was noted, ultimately causing the reported difficult to remove; however, based on the information provided and without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and tortuous lesion in the ramus branch. After deploying a 2.5x15mm xience skypoint drug-eluting stent (des) it was noted that the balloon on the delivery catheter could not be fully deflated when negative pressure was applied for 30sec. Causing resistance during withdrawal attempts. Following multiple attempts to deflate the balloon with an indelfator, the balloon was ultimately fully deflated with another syringe and the procedure was completed. There were no adverse patient effects nor clinical delay. No additional information was provided.